Event description:
Newly intubated patient in the ICU on mechanical ventilation. Respiratory therapist (rt) observed the patient's o2 saturations decrease and peak pressures increase. Rt attempted to pass a suction catheter through the endotracheal tube (ett) to suction the patient. Suction catheter could not pass. Rt noted the ett appeared to be kinked in the patient's mouth. The rt held the tube to straighten out the kink and bagged the patient. The patient was reintubated with a new ett without difficulty.